Event description:
During follow-up, a loss of capture and low pacing impedance was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection of the lead found the outer insulation damage and outer coil fractured consistent with compression against the device can in the proximal region. Destructive analysis found inner insulation was damaged in this region. The cause of the reported events was isolated to fractured outer coil and both insulations damaged at the proximal region consistent with compression against the device can.